Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual and microscopic analysis was performed which identified a striated broken shell. Final assessment: a striated broken edge due to surgical damage consistent with the use of some surgical tool and a missing shell assessed as inconclusive. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported "rupture of the right implant." Device has been explanted